Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to having issues with the omnipod personal diabetes manager (pdm) keys sticking, alarming and not being able to reset it. No other information was provided on symptoms and treatment for this event.

Manufacturer narrative:
Device booted to a stuck key alarm. The plastic housing was opened and the softkeys and contact domes were inspected. No damages or defects were noted. Even though both the softkeys and contact domes were removed, the stuck key alarm remained. Key contacts were inspected and tested, no damages or defects were noted. All contacts could be shorted manually. The contacts were cleaned with isopropyl alcohol; this did not resolve the stuck key alarm. Pcb visual inspection noted corrosion on the mother pcb, particularly concentrated behind the key contacts. The mother pcb was cleaned isopropyl alcohol to remove the surface corrosion. This also failed to resolve the stuck key alarm.